Event description:
It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 16f sheath hole prior to an ablation interventional procedure. The sutures of two prostyle devices were successfully placed. The use of a 16f sheath was continued and the ablation procedure was completed. Reportedly post procedure, the sutures were entangled during knot advancement. Both sutures were cut and removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement, suture entanglement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional suture referenced in b5 is captured under a separate medwatch report.